Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a small-bore sheath. Reportedly, after all steps of the procedure have been carried out (step 1 until 4), and when remove two suture limbs (two strands of thread ) at the same time as pulling out the proglide, it was found that the knot of thread was caught (stuck) in the foot of part device, so that when it was pulled the suture limbs knot of thread came out along in the outer layer of skin. Manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to remove and the malposition of device could not be confirmed as these were related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the foot caught suture when closed, resulting in the suture pulling out of the vessel when the device was removed. It is possible that there was a partial capture or friable vessel contributing to the suture coming out of the vessel. Factors contributing to the suture captured by the foot are , but limited to, the suture does not release completely from the foot during deployment, the suture loop is too small, the foot was not relaxed enough off of vessel wall prior to closure. Observations from the returned analysis did not indicate a device issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - clinical code 4559 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: a 7f sheath was used. Reportedly, at step 4, when attempting to remove the device the suture was stuck on the foot plate, then when the sutures were pulled, the suture/knot came out of the anatomy. The knot was intact and formed, and no tissue dame occurred. No additional information was provided.